Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown as the patient was very careful and had done everything right, such as wearing gloves and masks. Treatment was not reported. At the time of this report, the patient was recovering and was still hospitalized. Action taken with dianeal pd4 ambuflex and extraneal viaflex therapies was not reported. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot number: h11c31030 and h11d28083 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.